Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent was deployed outside of the target lesion. The eccentric 65% stenosed lesion was located in a severly tortuous and moderately calcified left anterior descending artery, which contained a significant bend of less than 45 degrees. The lesion had been treated in previous procedures with brachytherapy as well as poba. The lesion was predilated with a 3.0x20mm maverick2 balloon, which reduced the stenosis to 50-60%. A 3.00x20mm taxus liberte' drug eluting stent was advanced to the lesion and the physician reported experiencing significant resistance. The physician could not advance the stent into the lesion or withdraw it, so the stent was deployed proximal to the target lesion. The procedure was completed with another device and the lesion was post dilated with a 3.0x20mm maverick2 balloon. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.